Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). The 2.50mm x 16mm promus element plus stent was advanced to the target lesion. However, when an attempt to move the stent from the left main trunk (lmt) back into the unspecified guide catheter in order for it to be advanced to the proximal end of lad, the proximal edge of the stent was caught at the edge of the guiding catheter. When the device was withdrawn, the stent was dislodged at the lmt. The stent was tangled with the unspecified guide wire, therefore the dislodged stent was moved back into the guiding catheter and was removed from the patient. The procedure was completed with a 2.5mm x 20mm promus element plus stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon. The stent was severely bunched up on one side which most likely is the proximal side. Five strut rows on the other side, most likely the distal side, were undamaged and unexpanded. The balloon was folded and did not appear to have been subjected to significant positive pressure. Stent crimp marks were evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). The 2.50mm x 16mm promus element¿ plus stent was advanced to the target lesion. However, when an attempt to move the stent from the left main trunk (lmt) back into the unspecified guide catheter in order for it to be advanced to the proximal end of lad, the proximal edge of the stent was caught at the edge of the guiding catheter. When the device was withdrawn, the stent was dislodged at the lmt. The stent was tangled with the unspecified guide wire, therefore the dislodged stent was moved back into the guiding catheter and was removed from the patient. The procedure was completed with a 2.5mm x 20mm promus element¿ plus stent. No patient complications were reported and the patient's condition was good.